Event description:
It is alleged that the 120 cc painpump infused .5% marcaine in 28 hours instead of 48 hours following a shoulder surgery. The pt reported no adverse symptoms from this initial complaint. Patient also alleged that they obtained an infection in their shoulder 2 days after surgery after the pump had been removed, and was treated with levaquin.